Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery because the primary stability was not achieved. Fenestration occurred during surgery and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery because the primary stability was not achieved. Fenestration occurred during surgery and bone graft was executed.